Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the 511s outer gasket tore. Another trocar was used to complete the case. There was no consequence to the pt.